Event description:
Patient calls risk manager to complain that he has an infection that required his penile implant to be removed a week prior. He said he had a penile implant surgery a month prior. He said doctor told him the organism was very unusual per his surgeon and was surprised he had not been contacted by the hospital already. I told him I did not know about his situation, but infection control may and he asked if he should contact them and I told him I could do that. He said he wanted something done and wanted to know whom he should contact. He had his wife on the extension as well. I told him I would place his bill on hold while I conducted an investigation, and would get back to him early next week. American medical systems, model # 72404252. Spoke with surgeon and explained how patient had inferred that this was such an unusual infection. Doctor said it was pseudomonas, which is not the most common, but not rare or uncommon. He had not indicated to the patient that we or the hospital had caused the infection, but rather these do occur. He identified the patient is a diabetic which makes him a higher risk for infection. Doctor could not speculate where the infection came from; it could have come from anywhere. Patient is doing well and he had seen the patient in his office this day and was surprised the patient had called risk management. Spoke with infection preventionist registered nurse. She said that she had seen this case and it was a surgical site infection (ssi), and that pseudomonas was not an unusual infection. She had reviewed the case and found all prevention efforts had been taken. The correct antibiotics were given. The glucose was maintained in good control. She reported that penile implants are not followed or reportable to the cdc, but we do follow them in-house and all preventive measures had been taken. When this patient came in for the implant he completed his antisepsis protocol in pre-op at 6:19, he received his ancef 2 grams at 7:22 and his cut time was 8:06. In surgery gentamicin 160mg in normal saline was used for irrigation and neomycin/polymyxin/bacitracin was used as a topical. Not sure how the patient could have been covered any better with antibiotics. Implant is not available for return.